Event description:
It was reported that over the prior two refills the patient had about 3ml more than expected in their reservoir. The first refill was about two months prior and the second was on (B)(6) 2014. The patient did not report any increase in spasticity after the first refill but on (B)(6) 2014, the patient had reported having increased spasticity over the prior month. Additional information reported that following implant things had been fine until (B)(6) 2013. When the patient came in for a refill, there was a volume discrepancy. The actual residual volume (arv)was greater than the expected residual volume (erv), arv: 9 ml and erv: 6 ml. In (B)(6) 2013 at a refill, the erv was 7.6 ml and arv was 10.5ml. The patient¿s dose at this time was 1000 mcg/day, a bolus was given with a positive response. The dose was increased because the patient was more spastic. At the (B)(6) 2013 refill, there were no volume discrepancies but the patient was still spastic so the patient¿s dose was increased to 1250 mcg/day. The patient was in the clinic on (B)(6) 2014 for a pump refill and the erv was 8.2 ml and the arv was 11.2 ml. The patient¿s dose was increased to 1351 mcg today due to ongoing issue with the patient still being spastic. They planned to recheck the reservoir volumes mid-refill cycle which would be (B)(6) 2014. Despite dose increases, the patient was still spastic so catheter troubleshooting was also being considered. It was later reported that during another refill the erv was 22.4ml while the arv was 24.1ml. The cause of the volume discrepancies was unknown. The patient continued to have some increased spasticity but the physician suggested other possibilities for the symptoms. No further troubleshooting was performed. It was further reported that the current dose was 1300mcg/day delivered via flex dose. Additional information received reported the actual residual volume was greater than the expected residual volume and the discrepancy continued to be 3-4mls more than what was expected. It was noted there was no therapy or medical problem. The patient was getting more tired so they raised the dose from 800-1,000 mcg/day. The patient¿s spasticity was stable. It was confirmed a dye study had not been done yet. It was later reported that the patient was feeling symptomatic at the time of report. The patient had increased spasticity. A manufacturer¿s representative was at the facility on (B)(4) 2014 and the health care professional (hcp) notified manufacturer¿s representative that the patient was symptomatic and that the symptoms started on (B)(6) 2014. At a refill that occurred on (B)(6) 2014, there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 11.2 ml and erv: 6.9 ml. The hcp had attempted increasing the dose and they have not noticed any change. On (B)(6) 2014, they were going to perform a dye study. The dye study was recently performed and it did not show any issues. The hcp was able to aspirate just fine. It was noted that they are continuing to have higher volumes than expected at refill. At the prior refill they pulled out 6 ml more than they expected, at least that was what the hcp thought she remembered and what was told to the manufacturer¿s representative. The manufacturer¿s representative was not sure what the date of the last refill was. The pump was delivering gablofen.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).